Event description:
A surgeon reports, an unexpected post-operative refraction following intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/19/2007. Additional information was requested 09/24/2007, 09/25/2007, and 10/16/2007 by phone, mail and fax. A completed questionaire has not been returned.